Manufacturer narrative:
E1: event city: (B)(6). Event country: turkey. (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced tape not sticking issue which led to high blood glucose level on (B)(6) 2026. The high blood glucose was treated with insulin pen and the infusion set was changed.